Event description:
Affiliate reported that surgeon implanted the device in the pt, which got blocked by return of blood flow.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.